Manufacturer narrative:
Investigation summary: the seal of the two event units were returned for evaluation. Upon inspection, engineering confirmed that a portion of the septum of both units had been torn off. No additional damages or defects were noted on either unit. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seals appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric lap band - "during band insertion throught 15mm trocar (allergan band), the transparent plastic part of the seal detache and falled into patient. Patient status - "good."